Event description:
It was reported the patient had his artificial urinary sphincter (aus) device removed (B)(6) 2018 due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.